Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality without any interrogation issue. Additionally, rf telemetry interrogation found normal interrogation results. Visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed based on average drain current and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker failed radiofrequency and inductive telemetry interrogation. The pacemaker was explanted and replaced. The patient was stable.